Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Did the cartridge fall out of the device before or after firing? Did the cartridge fall into the patient? If yes, was the cartridge retrieved?

Event description:
It was reported that during an unknown procedure, the recharge of the device knocked off. The procedure was carried out with a new device. No patient adverse consequences have been reported.